Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that patient's battery incision site is bruised and swollen. Patient was also prescribed with antibiotics for the infection. Rep will follow-up for more information. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that an explant was not planned. The cause of the infection, bruise and swelling was not determined. The patient was on antibiotics and the doctor had drained the incision site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that patient's battery incision site is bruised and swollen. Patient was also prescribed with antibiotics for the infection. Rep will follow-up for more information. No further complications were reported or anticipated.